Event description:
Per the clinic, the patient experienced a performance decrement with device use and a skin flap necrosis around the implant side subsequent to sustaining a head trauma. The device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the correct explantation date is (B)(6) 2013; not may 13, 2013, as previously reported. The patient was reimplanted with a new device on (B)(6) 2013. This report is filed (B)(4) 2014.

Manufacturer narrative:
(B)(4).